Event description:
During cardiac ablation the recording system was showing a signal even when not connected to catheter. This happened on two other patients mrn (B)(6) on (B)(6) 2016 and mrn (B)(6) on (B)(6) 2016. Clinical engineering and st. Jude were involved in trouble shooting this machine.